Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2022-01600; 114908, s810 - device loosening, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated. Note : the revised condyle kit could not identified since the lot number was not reported.

Event description:
Revision surgery - due to loosening.